Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed shock impedances greater than 125 ohms. It was also noted that the device was programmed to monitor only. Additional information revealed that the patient no longer needed device therapy which is why the device was programmed to monitor only. There were no adverse patient effects reported. The system remains in service.